Event description:
The customer contacted baxter's technical service center regarding home patient (hp) connected with air in patient line, which occurred on the homechoice (hc) during initial drain. The caregiver stated she forgot to check for air when connecting to start the therapy and realized some air was still in the patient line, which was not fully primed. The baxter technical service representative (tsr) explained the concerns for air in the patient line and advised caregiver should be okay to continue with therapy. The caregiver reported no symptoms or issues. The tsr advised caregiver to contact peritoneal dialysis registered nurse about potential air entering hp's peritoneum as a precaution. The caregiver would call back with any problems. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The solution to this issue was provided over the phone and a swap of the device was not necessary. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable when the patient connected before lines were adequately primed. The lot number is unknown; therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.